Manufacturer narrative:
(B)(4). Physio-control recommended device repair and replacement of the battery. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control evaluated the device and found that the battery was completely depleted. The device download showed that it had no power and unable to turn on from (B)(6) 2010 to (B)(6) 2011 while in service. There was no pt use associated with the event.